Event description:
The customer stated that the insulin pump got very hot while it was in her pocket. The customer stated that the insulin pump was also alarming failed battery test. The customer removed the battery and the insulin pump cooled down. The customer inserted a new battery and the insulin pump heated up again. The reported blood glucose reading was 203 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The battery was heating up due to a component on the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube.